Manufacturer narrative:
The lot was manufactured from april 12, 2019 - april 15, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The bag containing the device had liquid; the device was filled with fluorouracil. This was observed at the pharmacy dispensing department, prior to patient use. There was no patient involvement. No additional information is available.